Event description:
A report was received that the patient had difficulty charging her ipg. The patient underwent a pocket revision and the ipg was moved to a more shallow location. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Patient's weight not available. Device remained in patient. This is the final report.